Event description:
It was reported that low hv lead impedance from svc to can was observed. Programming changes were recommended. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.